Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated that the up, down, and ok buttons continue to cause the highlight bar on the display to scroll. The ok button is reportedly canceling bolus doses without user intervention. The patient denies any holes, tears, or peeling of the keypad and reported that all keypad buttons feel flat. The patient reportedly does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The up arrow keypad button was stuck and scrolled during testing; all other buttons were responsive. During investigation, evidence of adhesive contamination was found under all key contacts and the up key contact was found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.